Event description:
I had the essure procedure done (B)(6) 2012 and at first I thought I had problems due to my body changing after pregnancy, however as the symptoms lasted that was not the case. I had essure implanted 6 weeks after giving birth. I had symptoms which included eye twitches, mind fog, heavy cramping, heavy bleeding associated with menstrual cycle, longer menstrual cycle, painful sex, long term cramping, body aches throughout the day and fatigue. I also was unable to wear many of my jewelry pieces due to a developed allergy. Low and behold that's not even the end. I found out I was pregnant in (B)(6), I had a roller coaster pregnancy, with many infections, preterm labor. (B)(6) arrived on (B)(6) 2013 weighing in at (B)(6). I had to make numerous trips to different hospitals to have ultrasounds throughout my pregnancy. (B)(6) had an echogenic bowel which was of some concern to the doctors. I have since had surgery to remove the coils and the fallopian tubes.